Manufacturer narrative:
The user facility did not submit a user facility report to the MFR. Event codes were derived based on info documented by a carefusion tech support specialist in response to a phone conversation(s) with a user facility rep. (B)(4). The following info concerning the evaluation of the device is a summary of the info documented by the carefusion field service rep and the carefusion factory service rep. The carefusion field service rep evaluated the device, confirmed the failure and determined the failure was caused by a malfunctioning gas delivery engine. The carefusion field service rep replaced the gas delivery engine and ran the device through a complete operational checkout per the service manual to ensure that the device meets factory specifications. Upon completion the device was released back to the customer ready to be placed back to service. The carefusion factory service dept rep evaluated the returned gas delivery engine and identified a malfunctioning o2 relay as the root cause of its failure.

Event description:
The following description of the event was documented by a carefusion tech support specialist in response to a phone conversation with a user facility rep(s). "Customer claims this unit is alarming low o2, he replaced the fio2 cell 2 times passed the calibration and the problem was not corrected, he claims when the fio2 setting is 60% the o2 reading is 53%.